Manufacturer narrative:
E1 - event site name -(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer through the emergency support program (esp) that during use of the sensation plus 50cc intra-aortic balloon (iab) with a cardiosave intra-aortic balloon pump (iabp) there was a ¿unable to update timing¿ alarm. The inner lumen of the balloon was clotted and capped, with pressure monitoring transitioned to a radial arterial line. No harm was reported. The patient was on ECMO (extracorporeal membrane oxygenation) and paced at 110 bpm (beats per minute); however, the pump was detecting a heart rate of approximately 60 bpm. Troubleshooting of both the arterial pressure waveform and ECG signal was performed. After repositioning the arterial line and optimizing ECG lead placement, a clear ECG tracing was obtained with consistent r-wave detection and appropriate heart rate correlation between the bedside monitor and pump. The unable to update timing alarm resolved, appropriate assist values (iabp support parameters) were restored, and therapy was returned to 1:1 support (balloon inflation with every cardiac cycle).